Event description:
A customer reported "4291 sample loader x1-axis home detection failure and an audible noise" on the aia-2000 analyzer. The customer attempted an all-set home but error persisted. A technical support specialist instructed the customer to check the reagent and tip drawer, but there were no issues opening and no obstruction observed. The noise was coming from the sample loader. Tss had the customer reboot instrument and perform an all-set home, but the error persisted. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. The fse confirmed the reported error by viewing the error log and was able to reproduce the error by performing an all-set home. The fse suspected the x1-axis home sensor s1400 and during troubleshooting observed a lot of dust sitting on the x1-axis home sensor s1400. The x1-axis home sensor s1400 is located on the pia board of the aia-2000 analyzer. The fse cleaned the sensor and verified the resolution by running daily check and quality control with no errors and within specifications. The audible noise also resolved after cleaning the sensor. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint and service history review through the aware date of event for similar complaints was performed for serial number (B)(6). There were no similar cases found during the search period regarding an audible noise. There were two similar cases found during the search period regarding error 4291, including this case. The aia-2000 operator's manual under appendix 4: error messages states the following: [4291] sample loader x1-axis home detection failure cause: the home sensor failed to activate after the sample loader x1-axis moved toward the home position. New measurement will not start. Solution: remove any obstacle or other causes for the error. If retry fails, contact tosoh service center or local representatives. The most probable cause of the reported event was due to dust on the x1-axis home sensor (B)(6) of the pia board, traced to environment.